Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined assistance from tandem technical support regarding the issue. Therefore, no additional information is available.